Manufacturer narrative:
Exemption e2015054. (B)(4). Approx 1 complaint was received during this report period. The investigation showed no evidence of any device-related fault. The device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction events which is associated with a failure to cut. Patient information was not confirmed for this event.